Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for son via phone call for low blood glucose. Customer¿s blood glucose was 60 mg/dl. Customer reported that his blood glucose has been low all day he has been struggle to get out of double digits he bloused for food for dinner and sensor glucose was reading 40 mg/dl below and blood glucose was 43 mg/dl. Customer ended up treating with gatorade and milkshake and had just eat and was surprised blood glucose went so low he looked at chart when he got 75 mg/dl started giving him micro bolus and he was trying to get blood glucose up 100 mg/dl. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.